Event description:
The patient contacted baxter's technical service center regarding feeling full, which occurred on the homechoice (hc) during use during dwell 6 of 8. The patient was using stronger than usual solution strengths that night. The patient was using one 2.5% dianeal solution bag and one 4.25% dianeal solution bag. The patient normally used two 2.5% dianeal solution bags. The baxter technical service representative (tsr) put the patient into two manual drains. The patient drained back 2835ml. The fill volume equaled 1500ml. This met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance spoke with the registered nurse (rn) on (B)(6) 2011, regarding the reported increased intra-peritoneal volume (iipv). The rn verified the patient's largest prescribed fill volume was 1500ml. The rn stated she was aware of the event and that there was no patient injury or medical intervention. The rn stated the patient just had to perform a manual drain to relieve her symptoms. The rn stated that the patient has not reported any other symptoms or drain volumes that meet iipv criteria. The rn stated she did not believe the symptoms the patient was experiencing were related to the homechoice device. The rn stated the patient has a small peritoneum which is why the fill volume is only 1500ml, and that the patient tends to over drink and increases the percentages of the solutions she uses. This results in an increase in the patient's ultrafiltration and the amount of fluid that is pulled off the patient. The rn stated she has been trying to work with the patient to decrease her fluid intake and also to have the patient perform manual exchanges during the day. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4) . Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported increased intra-peritoneal volume (iipv); however the device was out of specifications. An evaluation of the concomitant medical product was performed. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with a leak noted. During visual inspection, a cut/slice was noted along the rib on the sheeting. This is addressed in manufacturer report number 1423500-2012-02176. The iipv was not duplicated during evaluation of the concomitant product. The cause of the iipv was determined to be insufficient drain due to use error, the tidal total uf removal being set too low due to the use of a higher dextrose solution than usual. The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal total ultrafiltration (uf) removal being set too low. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.